Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12-feb-2018 with the following findings: a review of the black box showed multiple call service 162 loss of prime warnings. The returned battery cap was undamaged and fit securely. A hard call service 069 alarm was reproduced during rewind. The pump cover was removed to find no intermittent conditions to the printed circuit board. The prime issue was unable to be adequately investigated due to the call service alarm.